Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: product ID 2000us h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the controller (B)(6) and the shower bag (unknown lot number) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6). Momentary disconnections will result in an audible tone or 'beep'. Analysis of the data log file also revealed a premature power switching event that was due to a communication error involving (B)(6). Analysis of the data log file also revealed an instance involving (B)(6), where the battery¿s relative state of charge (rsoc) was between 101-201 which is indicative of a communication error. Visual evidence provided by the site revealed contamination within both power ports. Log file analysis additionally revealed a controller power up event with an associated pump start event on 31/aug/2025 at 23:34:06. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 40% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 22% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for eleven (11) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported double disconnect / loss of power, power port contamination, power switching, and ¿beep¿ events were confirmed. The reported serial / data cable port contamination and the reported wet shower bag event could not be confirmed due to insufficient evidence. The associated batteries had been lubricated prior to release. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported power switching event can be attributed to momentary disconnections and/or communication errors due to fretting corrosion of the controller-port/power-source pins, and/or contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) fall in scope of this CAPA. The most likely root cause of the reported "beep" is most likely attributed to momentary disconnections between the controller and batteries and/or momentary disconnections due to contamination of the controller power ports. A possible root cause of the reported contamination in the power ports and data cable port can be attributed to handling of the device. Possible root causes of the observed communication errors can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller. The most likely root cause of the loss of power event can be attributed to the double disconnection of power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Applicable risk documentation and experience with events of similar circumstances were considered; possible causes of the reported shower bag leak event may be attributed, but not limited, to wear and/or the handling of the bag. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system  - shower bag d4: model #:  2000us / catalog #:  2000us / expiration date:  / serial or lot#: d9: no h3: no h4: mfg date: h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Continuation of d10 concomitant prod: 479888 lead implanted on (B)(6) 2020 dtma1q1 defib implanted on (B)(6) 2020 1103 vad implanted on (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient heard the beep sound from the controller when moving in a wheelchair or when not switching power sources, and sometimes experienced a delayed beep when connecting power sources. The patient also disconnected both power sources during the night on accident due to confusion. Considerable dirt and debris were observed in both power source ports and the data cable port, along with a green colored substance in power port 2, upon visual inspection. The patient stated that the equipment became wet due to a wet shower bag and subsequently dried the equipment. Due to the observed dirt and debris, a controller exchange and replacement of all batteries and the ac adapter were recommended. No patient complications have been reported as a result of this event.